Event description:
On (B)(6) 2020, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio2 meter read inaccurate compared to her feelings. The complaint was classified based on the customer service agent (csa) documentation. The reporter was unable to confirm when the alleged meter inaccuracy occurred. The reporter claimed the patient obtained an alleged inaccurate ¿normal reading¿ with the subject meter (exact result could not be recalled). The patient manages her diabetes with a combination of insulin (levemir; novorapid) and oral medication (metformin). The reporter denied the patient made any changes to her usual diabetes management regimen in response to the alleged inaccurate result. The reporter claimed that at an unspecified time after the alleged issue occurred, the patient developed symptoms of ¿sweating and confusion.¿ the reporter claimed the patient self-treated with insta-glucose 30 g and felt better afterwards. The reporter denied the patient used any other device to test her blood glucose. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.